Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the sensor had no cannula. The customer's blood glucose was 251 mg/dl at the time of incident. The customer stated that they received a lost sensor alarm. The sensor will be returned for analysis.

Manufacturer narrative:
Sensor performed visual inspection and found sensor cannula retracted inside sensor base, and found broken cannula broken part is missing. Unable to confirm customer received sensor in said condition due to customer returned opened/used.